Event description:
Swelling of right knee [joint swelling]. Fluid retention of right knee [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a (B)(6) male pt, initials unk, with gonarthrosis. The pt¿s medical history was significant for previous treatment with synvisc twice in the past (first course of three injections at a dose of 2ml/week from (B)(6) 2011 with no problem and again received synvisc injection on (B)(6) 2011 once with no problem). On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml into the right knee. The lot number of synvisc was not provided. The following day, on (B)(6) 2012, the pt developed swelling and experienced fluid retention in right knee. The same day, the pt had arthrocentesis and 35 cc of fluid was aspirated from the right knee. The same day, the pt received treatment with corticosteroid (unspecified) injection and antibiotics (unspecified). Later on the same day, the pt recovered from the events of swelling of right knee and fluid retention of right knee. The action taken with synvisc treatment was not provided. The pt had no concomitant medications. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and both the events as definite.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.